Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.s928usqs6dzf2. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level rose to 488 mg/dl while wearing the pod for longer than 48 hours. The patient reported that the pod was not helping to lower glucose levels and that blood glucose remained above 400 mg/dl for more than 24 hours. The patient further reported that the pink slide did not move forward and confirmed that the pod cannula had been inserted into the skin during wear. The patient initially presented to the emergency room and was subsequently admitted to the intensive care unit (ICU), where the patient remained for two nights and was hospitalized for a total of three days due to severely elevated blood glucose levels. Reported symptoms included persistent vomiting and nausea for more than 24 hours, severe dehydration, mental confusion, and respiratory difficulties. The patient was diagnosed with dka. Treatment included intravenous (IV) fluids, IV insulin, and a potassium drip. The pod was removed by healthcare professionals at the hospital. The patient was discharged on (B)(6) 2026.